Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Antibiotics were prescribed. No further course of action at this time.

Manufacturer narrative:
Additional information was received that the physician was not sure what caused the infection. The patient was reportedly doing better. No further information could be obtained.

Event description:
A report was received that the patient had an infection. Antibiotics were prescribed. No further course of action at this time.